Event description:
A volume discrepancy was reported. The actual residual volume was more than the expected residual volume. It was stated that the entire 18ml were aspirated from the pt's pump. A catheter dye study was done; the "study looked fine." A rotor study was also done and there was no rotor arm movement noted. There were no alarms present. The pt was on dilaudid at 5mg/day; the dosage was now 2.5mg/day. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).